Manufacturer narrative:
Initial reporter phone no. : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body of a peritoneal dialysis (pd) transfer set and the twist sleeve. The separation occurred while the customer was disconnecting from pd therapy. To resolve the issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the main body of the transfer set twist clamp. The reported condition was verified. The cause of the reported condition was determined to be inadequate solvent application to the insert chip and the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.